Event description:
During a preparation for a pci procedure, a piece of hair was noted on the guide catheter. While unpacking the mach I guide catheter, hair was found on the hub of the device. The procedure was completed using a different device. No patient injuries or complications were reported.